Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue has been completed. After reviewing the logs, the reported purge system open and purge system blocked alarms were confirmed. The reported purge system open and purge system blocked alarms were unable to be reproduced. The root cause of the issue was use related. D9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12734. D4 model number. E4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) that while the device was being primed and prepped, there were "purge system open" and "purge system blocked" alarm. The staff replaced the purge cassette but this did not resolve the problems. The aic was replaced. There was no patient involvement.